Event description:
A customer reported that their pump became hot to the touch. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and the tandem charging supplies as a corrective action.